Manufacturer narrative:
(B)(4). Please note that patient code applies to the patient's "chest distress" and to the patient's "inappetence.

Event description:
The parkinson's disease patient's son reported that since (B)(6) 2015 the patient experienced difficulty getting up, inappetence, chest distress, and malaise. Though it was noted the patient's implantable neurostimulator (ins) was involved with the issues, no troubleshooting had been performed and the cause remained undetermined. The patient continued to experience the issues as of six days later. The patient's son was requesting a reprogramming appointment for the patient at that time. A supplemental report will be filed if additional information is received.